Event description:
Another MFR's stent was pre-mounted on this balloon catheter during a renal artery stent placement. As the balloon was inflated, a slight distal migration of the stent was noted. This balloon catheter was removed for placement of another catheter to complete stent deployment. Co was informed a guidewire exchange, of another MFR's guidewire, resulted in an arteriovenous malformation. Upon completion of the stent placement procedure, embolization of the avm followed without incident. The balloon catheter has been destroyed by the user facility. No malfunction of this balloon catheter was reported. It was indicated this device was used to expand another MFR's stent in the vasculature which is not an indicated use of this device and may have contributed to this event. Co's directions for use state: "these balloon dilatation catheters are recommended for percutaneous transluminal angioplasty of the iliac, femoral and renal arteries and for the treatment of obstructive lesions of native or synthetic arteriovenous dialysis fistulae. Any use for procedures other than those indicated in these instructions is not recommended."